Event description:
It was reported that during the device implant attempt the set screw came out and was unable to be put back into the connector. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected patients involved from 0 to 1. Evaluation summary: (B)(4)the device was returned, analyzed, and no anomalies were found.